Manufacturer narrative:
Initial 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as infusion set fell off during use.

Manufacturer narrative:
MDR (B)(4)./ supplemental report 01 correction: this supplemental emdr is being submitted to correct the incorrect selection for number of events as referenced in communication from FDA: (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).